Manufacturer narrative:
Correction: d10 added ipg. Correction: h3 and h5.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07856. It was reported the patient was unable to place their system into MRI mode due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.